Manufacturer narrative:
Concomitant medical products: product ID 389056, lot# (B)(4) implanted: (B)(6) 2006. Product type lead product ID 389056 lot# (B)(4) implanted: (B)(6) 2006. Other relevant device(s) are: product ID: 389056, serial/lot #: (B)(4), ubd: 08-feb-2010, UDI#: (B)(4) ; product ID: 389056, serial/lot #: (B)(4), ubd: 03-apr-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that around (B)(6) 2021 they started experiencing intense pain, shocking and burning at the sites of the implanted neurostimulator (ins) and the wires.  The pt reported they were going to see their doctor on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 389056, lot# serial# (B)(6), implanted: (B)(6) 2006, product type: lead, product ID: 389056, lot# serial# (B)(6), implanted: (B)(6) 2006, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The received a follow up letter in the mail, and called to answer the questions. The pt reported they are dealing with the ins shifting in their body and are working with an hcp for their crps. The pt reported that the machine is coming out of their body. Something feels loose/starting to move, and they feel pockets of air causing shocking and burning. Pt reported they have had their leads in their back for 18-19 years, and have fallen, but not on their back. Pt waiting for hcp to tell them if it is ok for them to remove. Age is a limiting factor, but pt is ultimately waiting for the hcp to tell them what to do. Patient will mail back the response letter with the remaining questions answered.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins).the reason for call was patient stated they have a situation where they need a new neurostimulator and leads. Patient stated the wires on their spine are dying because they are getting lots of shocks and the machine is coming out of their body. Patient stated that they have been referred to 3 places for a new neurostimulator. Patient stated that their leads are dying and 2-3 leads are not properly working anymore and that the leads are moving around; patient followed up by saying that they are getting lots of pain and because of that pain they are getting shocked and unable to shower. Patient noted that one of the places they got referred to was by their rep at the time. Patient stated that they saw their leads moving around in an xray that they got done with their rep. Patient stated that they got back injections on (B)(6) 2023; patient said that they have crps and don't know what to do. Patient mentioned that they are waiting on a call from a doctor that works with their insurance; the patient is hoping to get their leads and neurostimulator replaced because of the pain they are in. Patient stated that they can't do certain things that they used to; patient said that doctors have suggested removing the neurostimulator or giving the patient ketamine, but otherwise they are not on any pain pills. Patient followed up by saying that no pain pills help with their crps #2. Patient was inquiring about doctors because they currently do not have a doctor. Agent offered to mail a physician listing to the patient; patient accepted. Patient stated that they love the manufacturer and that they cannot go without our device. When asked for an event date; patient stated that the pain from the leads and neurostimulator started probably 6-8 months ago. Patient followed up by saying that the leads cause more pain than the neurostimulator. The issue was not resolved. Agent sent a physician listing to the patient through the mail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the implant was poking out/ coming out of body but not through skin yet. Patient stated they could feel machine moving and it was painful. Patient saw hcp and they gave x-rays and told them the wires/ leads are "okay". Patient stated leads migrated per rep. Patient had constant burning/ shocks and pin in neck/ cracking and more. Patient stated the hcp said they would change the machine however gave the patient lidocaine instead. Patient repeating feeling pain. Patient reported 3 changes of batteries. Patient reported they are on xanax and voiced their frustration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2025-06392 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the implant battery was getting looser, getting down under in their left arm and feels like it's infected. The issue began a good 2 years ago. Patient stated that they had some shooting pains and the wires were burning them and they didn't know what to do anymore. Patient mentioned that they went to 5 doctors to help them have an operation and no one wanted to do it. Patient said that they were given x-rays, but patient didn't believe that x rays were good for their nerves because of the crps nerve situation they had. Agent asked the patient who their managing healthcare provider was and patient stated they will see their primary care doctor soon but they were trying to get a new hcp. Agent offered to send patient a list of doctors in their area, but the patient declined and said they were meeting with their primary healthcare provider on the 24th. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt) via a patient letter. Pt reiterating previously reported issues. Pt reports they have seen "5 docs so far" and reiterates they have had x-rays taken "1 year or more ago". When prompted on if the patient's issues had been resolved or if further actions/interventions were planned the patient writes "none nada- no" but also writes "I can't wait till the machine goes in" at the end of their letter. Patient providing unclear information as to which physician/clinic they are currently following up with specifying multiple physicians/facilities of varying specialties. Patient appears to indicate they have upcoming appointments with a pain management physician as well as with their primary care physician. Pt also appears to indicate difficulty obtaining a referral to/scheduling an appointment with the physician they "truly need". Pt indicates they have received "total different info" from physicians and reports potentially conflicting information that x-rays showed their implant and leads were "ok" but also reports being told their implant has "fallen 2 inches" inside of their body. Pt clarifies they were referring to their current implant with past statements that "implants don't always last 9 years" writing their current implant has been implanted for 7.5 years. Pt writes implant age when prompted on circumstances that may have contribu ted to these issues. Pt also reporting these symptoms are "stopping [them] from normal function[ing]" as well as indicates that these issues impact their writing.